Manufacturer narrative:
Device will not be returned since it was discarded according to information received. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported, during the operation, when trying to apply compression, the welded part of the driver was damaged. The sr explained to the surgeon about the possibility of damage before applying compression. The surgeon used the screwdriver for compression screw after consent. After all, the welded part was easily damaged. Since there are two drivers installed in the instrument, another driver was used. The welded part was also easily damaged. The surgeon was stated that he wanted more compression, but because there was no longer a driver tip, he had to bend the damaged driver 90 degrees with pliers and used it to put more pressure. Pressure was applied until the surgeon was satisfied, and the operation ended safely.